Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, component codes, investigation conclusions).

Manufacturer narrative:
Other contact person: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that while starting the cardiosave intra-aortic balloon pump(iabp), the battery did not charge. There was no patient involved.